Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
An optometrist reported that a pt who underwent bilateral lasik, was diagnosed with trace diffuse lamellar keratitis in both eyes, on the first day after surgery. The topical steroid drops were increased, then tapered. Add'l info has been requested. There are two related reports for this event, this report will address the pt's right eye.